Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to cardiac arrest. The cause of death was cardiac arrest and upper respiratory issues. The caller stated that the customer had a previous heart attack and a couple of strokes that may have led to the customer's passing. The customer¿s blood glucose was higher than a meter could read at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It is unknown if the caller will return the insulin pump for analysis.